Event description:
The customer reported that scope connection error code e117 occurred while preparing the subject device for use. The unspecified intended procedure was completed using the same set of equipment. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service observed no image when the device was connected and switched on, and error code e315 [unsupported scope] was displayed on the screen. This report is being submitted for the malfunction found by service during the device evaluation [no image/scope error e315]. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
Upon further evaluation of the device, service dismantled the plug body (scope connector) and found the moisture indicator had been triggered and moisture droplets were visualized, indicating fluid ingress within the scope connector. The internal shield was removed, and the moisture indicator had been triggered, and droplets of fluid were visualized. Fluid ingress inside the scope connector can result in intermittent image issues temporarily affecting the video image and other electrical functionality. In addition, service found the adhesive at the distal end had an uneven edge, and the subject device failed the electrical safety test. The customer reported scope communication error code e117 could not be confirmed or duplicated. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide procedure information in event, and to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, it is likely the e315 error code/no image was due to water invading the device during user handling, causing electrical components to be broken, resulting in the error code being displayed. However, a definitive root cause could not be determined. Users can reduce/prevent the suggested event by handling the device in accordance with the device's instructions for use: "when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. Do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Per the legal manufacturer, the other device defects included in the initial MDR have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was received regarding the customer's reported issue (an e117 error code occurred while preparing the subject device for use): the intended procedure was a colonoscopy.